Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: g1. Device history review: part: 09.804.601s. Lot: 82339430. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 13 jun 2025. Expiration date: 01 jun 2028. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty(t12) for vertebral fracture on (B)(6) 2025. Two of the balloons were used. The surgery was carried out safely and properly, and as the stent expansion operation began, the inflation system's pressure gauge suddenly dropped to 0 atm near the appropriate expansion for the stent case. The image showed that contrast medium was visible within the balloon and expansion appeared to be maintained, but the stent had already expanded to the acceptable range, so the deflation operation was carried out as is, and the balloon was removed from the vertebral body. After confirming that there were no problems with the patient or the vertebral body, the procedure was completed by filling with cement. The surgery was completed successfully with no delay. When the balloon was refilled with contrast medium outside the procedure and expanded, a small amount of contrast medium was confirmed to be leaking from the tip, which was determined to be a pinhole rupture. No further information is available.